Event description:
Rptr has been an or nurse for 15 yrs. Two yrs ago she developed contact dermatitis, allergies, nasal congestion, swelling, hives, shortness of breath, and tingling. Reaction required emergency admission. Rptr developed anaphylaxis.